Manufacturer narrative:
(E1) initial reporter address 1: #(B)(6). Device evaluated by MFR. : promus elite ous mr 20 x 2.50mm stent delivery system was returned for analysis. A visual examination of the stent found no damage. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 20 x 2.50mm promus elite mr drug-eluting stent was advanced for treatment but the stent could not track due to calcified vessel and it was noted that the stent got damaged during the process. The device was removed and the procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 20 x 2.50mm promus elite mr drug-eluting stent was advanced for treatment but the stent could not track due to calcified vessel and it was noted that the stent got damaged during the process. The device was removed and the procedure was completed with a different device. There were no patient complications reported.